Event description:
Pt had mastectomy in past, followed by surgery to place bilateral silicone implants. Unknown when or where implants were placed. Pt developed capsular contractures and left implant was thought to be ruptured. Implants removed in 2001. Left implant was found to be ruptured. No identifying marks found on implants at removal.